Event description:
Customer reports to have received a no delivery alarm, but was able to clear after a complete set change. Customer's blood glucose was 192 mg/dl. Customer was not able to troubleshoot as incident occurred three weeks prior. Customer requested to return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Inspected one opened and used reservoirs. Performed pre-fill reservoir test per specifications. Reservoir failed per specifications transfer guard occluded.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.(B)(4)